Event description:
It was reported that the patient experienced a urinary tract infection while using the purewick female external catheter. Also stated that the patient thought they were not using it correctly. The patient was no longer using the product. It was unknown whether the device contributed to the urinary tract infection and medical intervention was unknown. Per follow up via phone on (B)(6) 2021 it was stated that the patient was currently not using the system because the patient was in rehabilitation following a 3 nights and 4 days hospitalization for urinary tract infection. The patient received antibiotics but the name of antibiotics was unknown. The complainant stated that the patient was 102 years old independent and managing the purewick placement on own and believed that the patient might have not been using the purewick system correctly which leads to the urinary tract infection hospitalization. Also stated that the patient might have not changed the purewick female external catheter for several days and nights.

Manufacturer narrative:
The reported event was confirmed as a use related. It was unknown whether the device had met specifications. The product was used for treatment purposes. The failure was caused by the misuse of the product. No sample was returned for evaluation. A potential root cause for this failure mode could be due to the user unaware of need to replace or wants to extend life of single device. The device history record review was not required due to the reported issue was confirmed as a use related. The instructions for use were found adequate and state the following: "discontinue use if an allergic reaction occurs. Replace the purewicktm female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter." Correction: d, e h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient got a urinary tract infection while using the purewick female external catheter. Also stated that the patient thought they were not using it correctly. Patient was no longer using the product. It was unknown if the device contributed to the urinary tract infection at this time and medical intervention was unknown. Per son via phone on (B)(6) 2021, stated that the patient was currently not using the system because the patient was in rehabilitation following a 3 night and 4-day hospitalization for urinary tract infection. Patient received antibiotics but the name of antibiotics was unknown. The complainant stated that the patient was (B)(6) years old, independent and was managing the purewick placement on own and believe that the patient might have not been using the purewick system correctly which led to the urinary tract infection hospitalization. Also stated that the patient might have not changed the purewick female external catheter for several days and nights.